Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One unknown biomet implant was returned for investigation. Visual evaluation of the as returned product identified the implant fractured at the collar, near the top. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type iii). The reported device was located on tooth 13 (fdi) and was used for approximately 3 days. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: p-iis086gi rev. H - 07/2021; potential adverse events; page 3. Information identified: warnings precautions potential adverse events. DHR review: DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: no complaint history review could be performed without relevant lot and item information. Post market trend review: november post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture implant) or product (unknown biomet implant). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur and the reported event was confirmed

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Type of the device unknown / not provided. Additional device information unknown / not provided. Premarket identification unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
Doctor reported implant fracture at tooth site 13 after almost 5 days. Patient has been rescheduled for new implant placement.